Manufacturer narrative:
H.6. Investigation: one small bayer eylea box was received. It contained a single loose 1ml ll syringe, which was visually evaluated. The syringe had the stopper in the bottom out position. The plunger rod was broken at the base of the stopper with its tip remaining inside the stopper. It is not clear from the sample evaluation whether the plunger rod broke during attempted use of the product or was already broken prior to attempted use. The batch # is unknown, so the DHR could not be performed. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 1ml ll w/o dn experienced stopper separation from plunger prior to use. The following information was provided by the initial reporter: the plunger is not hanged to the syringe but it was present. It is important to note that the pack (vial and filter needle) and procedure pack (syringe - 1 x bd microlance 3, 30g ½¿, sterile, bd ref. (B)(4) - and needle for injection) are separate packages and supplied separately to the market and therefore have different batch numbers. Unfortunately, the batch number of the procedure pack and consequently of the bd syringe was not by provided by the customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 1ml ll w/o dn experienced stopper separation from plunger prior to use. The following information was provided by the initial reporter: the plunger is not hanged to the syringe but it was present. It is important to note that the pack (vial and filter needle) and procedure pack (syringe - 1 x bd microlance 3, 30g ½¿, sterile, bd ref. 30400 - and needle for injection) are separate packages and supplied separately to the market and therefore have different batch numbers. Unfortunately, the batch number of the procedure pack and consequently of the bd syringe was not by provided by the customer.